Event description:
On (B)(6) 2011, patient reported multiple concerns since starting a new type of infusion set. Blood glucose has elevated as high as 446 mg/dl, and insulin has leaked at the infusion site. He has also noticed a lump at the infusion site which outlines the cannula, and it appears as if the cannula was inserted at an angle. The infusion cannulas are also bending and kinking. Infusion headsets are inserted manually. Patient's target blood glucose is below 130 mg/dl, and he has delivered boluses and insulin injections to correct hyperglycemia. Infusion sites are located on his abdomen, and there is no bruising or scarring at the site. Infusion sets and cartridges are used per specifications. Blood glucose typically elevates 3-4 hours after a new headset is inserted. There has been no visible damage prior to insertion, and patient holds the adhesive down when the insertion needle is removed. Infusion sets were replaced and requested for evaluation. Patient was also sent samples of 2 different types of infusion sets. The patient did not require treatment from a health care professional or second party to address the issue. Follow-up was provided by a clinical specialist. Patient's insertion technique was reviewed. Patient explained that one incidence of "pooling" was caused by the infusion tubing disconnecting from the headset. Patient was advised to call with additional concerns.